Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the same suture frayed and broken? Or were different devices involved?=>it was the same suture. * if different devices, please confirm the quantity and the issue that each one had. * when did the suture fray (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify=>it was already frayed before it was used.

Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy on (B)(6) 2023 and suture was used. During the procedure, the suture that was supposed to be used in fixing the mesh was already frayed when the surgeon tried to use it, and the suture broke during continuous suture. There were no adverse consequences to the patient. Additional information was requested.